Event description:
Pt paid expensive cash price for orbera gastric balloon. Had debilitating nausea and developed protracted, disabling diarrhea. Required extensive work up and add'l tests and procedures. Colonoscopy revealed eosinophil colitis. Balloon was removed, prematurely, and symptoms resolved in 24 hours. Reported also to MFR.